Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6cm thoracic aneurysm. It was reported that a follow up CT scan with contrast identified a type ii endoleak. The physician performed an intervention where the intent was to poke a hole into the aneurysm sac in order to place coils; however, during this procedure the physician poked a hole in the stent graft. The physician relined the area where the hole was with a 28x100 valiant stent graft and the event was resolved. No additional clinical sequelae were reported and the patient is fine.